Manufacturer narrative:
(B)(4) 2013. To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a video-assisted thoracic procedure, a piece of the active waveguide disengaged from the device. The customer does not know the location of the missing piece and whether or not it fell into the pt cavity. An x-ray was performed on the pt and the scan did not reveal that the piece was in the pt. There was no reported injury.